Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 12, 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ping meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 2:00pm. The patient stated that he obtained a result of "421 mg/dl" using the subject meter compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took his usual dose of 20 units of novolin medication (including sliding scale) on (B)(6) 2015 at around 2:00pm in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "shaky, sweaty and dizzy" 20-25 minutes after the alleged inaccuracy began; however he denied that he received medical treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms suggestive of a severe low blood glucose excursion. These symptoms do meet lifescan's criteria for a serious injury.